Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils and seven non-penumbra coils in the target vessel using two non-penumbra microcatheters. The physician experienced resistance at the distal tip of the smart coil introducer sheath and the smart coil would not advance out; therefore, it was removed. The procedure was completed using a new smart coil with the same microcatheters. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the pusher assembly. The pusher assembly was kinked approximately 39.5 cm from the proximal end. The mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and intact with the distal detachment tip (ddt) of the pusher assembly. During functional testing, the smart coil was unable to advance out of its introducer sheath; therefore, the introducer sheath was removed from the distal end. The smart coil was re-sheathed and was able to advance through a demonstration microcatheter with no resistance. Conclusions: evaluation of the returned smart coil revealed the pusher assembly mid-joint was proximal to the introducer sheath friction lock. The inner diameter (ID) of the friction lock is smaller than the rest of the introducer sheath which allows it to properly seat with the pusher assembly mid-joint. If the introducer sheath is positioned distal to the pusher assembly mid-joint, this may contribute to the reported inability to advance the device out of its introducer sheath. During functional testing, the smart coil was able to advance through the introducer sheath and a demonstration microcatheter with no issue. Further evaluation revealed a kink on the pusher assembly. These damages may be incidental the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.